Event description:
It was reported that during a generator replacement procedure, the left ventricular (lv) lead was capped and replaced on (B)(6) 2017 due to high capture threshold. The patient was stable before, during or after the procedure. It was also noted that the physician was monitoring the lv lead for high capture threshold for over a year.